Event description:
It was reported that during testing conducted prior to a surgical procedure at the user facility the device ran without user activation after the trigger was released. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that a straight pin had become dislodged and was jammed into the trigger assembly, which can lead to the reported event.